Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft and a worn saghead link.